Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens but the problem was not resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens and fiber on the lens. Dimensional inspection found lens within specifications. Claim#: (B)(4).